Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charger was unable to communicate with the ipg. The patient was referred to a physician for ipg replacement surgery.

Event description:
Follow up information indicated the patient had surgery to reposition the ipg. The physician and patient decided not to replace the ipg. Therapy was restored post op.